Event description:
New information received noted that the episodes of post paced t-wave over-sensing exhibited by the implantable cardioverter defibrillator (ICD) reoccurred. No interventions were performed. There were no patient consequences and the patient will be further monitored.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed; the device will continue to be monitored. There were no patient consequences.